Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw attachment does not function. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.